Event description:
It was reported that during service at the manufacturer the tps handpiece cord caused the handpiece continue to run when the trigger was no longer activated. There was no patient involvement and no adverse consequences associated with this event.

Event description:
It was reported that during service at the manufacturer the tps handpiece cord caused the handpiece continue to run when the trigger was no longer activated. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Upon disassembly for visual inspection damage to the internal wires was found. This device is not repairable and will not be returned to the user facility.